Manufacturer narrative:
The patient's meter and strips were returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results (qc range = 2.5 - 3.7 inr): qc 1: 3.1 inr, qc 2: 3.1 inr, qc 3: 3.1 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. All measurements were without error messages. The maximum difference between measurements was 0.0 %. The returned material and the retention material meet specifications. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The initial reporter stated that she received an erroneous result when testing with coaguchek xs meter serial number (B)(4). At 9:20 a.m., a sample from this patient was tested in the laboratory using the neoplastin method, resulting with a value of 3.8 inr. At 10:41 a.m., a sample from the patient was tested using the meter, resulting with a value of 5.9 inr. The patient was unable to contact her physician so she held her coumadin dose based on the high meter result. No adverse events were alleged to have occurred with the patient. The patient did not receive treatment based on the meter result. The patient's overall health is fair. The patient's therapeutic range is 3 - 4 inr. The patient's testing frequency is twice per week or as needed based on physician request. The patient is not anemic and does not have antiphospholipid antibodies. The patient does not use heparin or direct thrombin inhibitors. The patient has not had any changes in diet, no recent illnesses, or new medications. The patient did not have any bleeding or bruising. Internal meter controls passed. The patient's product was requested for investigation and replacement product was sent to the patient. Relevant retention test strips (lot 353503) were tested in comparison with the master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.